Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had high blood glucose. Customer stated they had to make a change on his basal rates due to an infection. Customer went to change the basal rate and everything was working fine. Customer then returned back to continue with the basal rate change and was not able to change the basal rate. Advised customer to call back to get assistance with changing the basal rate. Customer's blood glucose was 556mg/dl, treated with 12u insulin with syringe. Customer will continue monitoring the blood glucose, when he gets stable he will call back.